Event description:
The hcp reported a rotor stall per a rotor study. The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional informaiton is received.